Event description:
(B)(4). Initial information reported by a healthcare practitioner (hcp) to a sales representative on 02-sep-2008: a female patient, (age not specified) was treated with poly-l-lactic acid (sculptra) [lot # and expiration date unknown] (therapy dates not reported). The report indicated that on an unspecified date, 18 months after the poly-l-lactic acid injections, the patient developed "several" lumps under her eyes. Different things were tried in order to break them up, which included injecting steroids; also, an attempt was made to excise one: after the patient's face was numbed, the hcp went to excise it, but "it disappeared." Concomitant medication and medical history were not provided. No further relevant information reported. Additional information received by a physician on 05-sep-2008: first, poly-l-lactic acid around eye was provided on (B)(6) 2006, other poly-l-lactic treatments were on (B)(6) 2006, (B)(6) 2007. Last injection was (B)(6) 2008. Reporter stated that patient received 1 cubic centimeter (cc) on each side at each visit. Slight nodules first appeared on (B)(6) 2007, and continue to form under the patient's eyes. Corrective treatment included sterile water and cortisone, which initially helped, but now the nodules getting worse. "One nodule was tested with lidocaine," attempt was made to extract it, it disappeared immediately, and one week later did not return; reporter not sure if it traveled to another location. Physician indicated that "patient is a mess now." No further medical information was provided. Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional information was received from the physician on (B)(6) 2007: the physician provided the patient's initials, and reported that the event was ongoing. She also provided the lot number and expiration of a6011 and february 2008 and the lot number and expiration date of a601 and november 2008. She also indicated that her assessment of the causal relationship between the event and sculptra is possible. No further relevant information reported. Additional information for poly-l-lactic acid injectable (sculptra) (lot number/ expiration date 30-nov-2008) from (B)(4): reported lot # 601 is invalid, and lot number was removed from lot number field. Batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detachable. After internal review of the source documents on 26-feb-2009, the initial information reporting date has been corrected to 29-aug-2008 from 02-sep-2008.